Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of a combination of challenging patient anatomy and procedural conditions. The reported poor imaging appears to have been a result of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains implanted. Investigation is not yet completed. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Imaging was poor during the procedure due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve, and placed in position. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the mr to 1+. The patient was confirmed to have a good outcome. No additional information was provided.